Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the physician inserted the atrial lead the helix began to extend without any rotation. The lead was still able to be implanted. No patient complications have been reported as a result of this event.